Manufacturer narrative:
(B)(4). The device was not available for evaluation. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set and the patient line came loose on an integrated set during therapy on a home patient (hp). The technical service representative (tsr) assisted the caregiver to end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available. This is report 2 of 2 for this patient.